Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by trigger damage. One device was found to have a contaminated trigger. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the safety of the device was stuck, presenting a condition in which the device could be inadvertently activated. There was no patient involvement; no patient impact.